Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the atrial lead exhibited unspecified oversensing issues. The lead was capped and replaced on (B)(6) 2024. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.